Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 320-01-36 - 36mm glenosphere, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm.

Event description:
As reported, approximately 8 months and 23 days post the initial left reverse total shoulder arthroplasty, the patient presented to the surgeon happy with the procedure, but with feelings of laxity or looseness when compared with their other side, which also has an exactech shoulder replacement in-situ. The liner was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.